Manufacturer narrative:
It was determined that the IV pole that is attached to the patient's bed hit the underside of the monitor from the back while the bed was being pulled out of its normal parked location. According to the customer, it was this upward force that dislodged the monitor from the mount.

Event description:
It was reported that the customer bumped the quick release mechanism on the passport 12 monitor mount. The passport 12 monitor fell from the mount, and hit a patient in the head. The patient suffered a laceration. A CT was subsequently performed-no damage noted on CT. The customer confirms the patient's CT was normal.